Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7070127.

Event description:
It was reported that the patients leads were migrated as confirmed via xray and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Event description:
It was reported that the patients leads were migrated as confirmed via xray and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned. Additional information was received that patient experienced inadequate stimulation. The leads were mostly damaged and had migrated down significantly.